Manufacturer narrative:
Film evaluation summary: the reported reliant balloon rupture could not be confirmed based on the limited pre-implant imaging provided. Procedural angiograms demonstrating balloon positioning, inflation, and the moment of rupture were not available for review; therefore, the cause of the reported balloon rupture could not be determined. Given that the reported rupture occurred during the second balloon inflation within the already implanted bifurcated main body, there was no imaging evidence of overt calcification within the aortic neck or abdominal aorta that could reasonably be considered a contributing factor to this event. Mild to moderate calcification within the common iliac arteries was noted; however, based on the reported location of the rupture, its relevance to the event appears unlikely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown procedure. It was reported during the index procedure after starting use, the balloon ruptured during the second expansion. The 1st and 2nd expansions were performed within the already implanted bifurcated main body in accordance with the IFU, without excessive inflation, and no catching during delivery. The balloon was replaced with another reliant in order to complete the balloon touch-up and there were no problems; the touch-up was completed and the procedure was completed. Per the physician the cause of the balloon rupture is undetermined. No additional clinical sequelae were reported and the patient is fine.